Manufacturer narrative:
The investigation is ongoing, further information is pending, pending repair information, etc. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Event description:
Philips received a complaint indicating that the v60 ventilator's keypad is not functioning. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
H10. The device was evaluated by bench repair and it was reported that the flow sensor, filters, battery, switch power switch and power cord were replaced. It was not possible to keep the client¿s configuration so the device is restored to factory settings. All test and verification procedures necessary to certify the return of the device to working conditions were carried out satisfactorily. To assure proper device performance, it was recommended to the customer to use only accessories and expendables approved by philips. The investigation is still ongoing for clarification of some information included in the device repair. H11 updated contact information and contact office entity.

Manufacturer narrative:
H11: correction to previous h10 submission. Philips received a complaint by the customer on the v60 indicating that the device will not power on which they report as a keypad issue. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse determined that the power overlay switch was the cause of the reported problem and replaced it. The device passed required performance verification testing (pvt) per philips specifications and was returned to service. The issue was previously investigated, and determined excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch to the proximity of the led to the switch may cause a separation of the led to the encapsulant. This is subjective to the operator of the equipment which is why this is not a universal or catastrophic failure of all units. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.